Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-09795, related manufacturer reference number: 2017865-2020-09797. It was reported that the patient developed an infection. The entire system including the implantable cardioverter defibrillator, right atrial (ra) lead and right ventricle (rv) lead were explanted on (B)(6) 2020. The patient was in stable condition before, during and post procedure.